Manufacturer narrative:
Device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The pt was implanted with an ipg and lead on (B) (6) 2007. It was reported that within a few days postoperatively, the pt was unable to urinate or to move his legs. The devices were explanted on (B) (6) 2007 and discarded by the hospital. It was reported by the hospital staff in (B) (6) 2008 that the pt was still in poor condition.